Event description:
A user facility returned to olympus for repair the olympus, model clv-190, evis exera iii xenon light source due to a report from the user facility that the "light just becomes really dim." Upon inspection and testing of the returned device, it was found that the main lamp failed. There was no patient injury, associated with the problem, reported to olympus. This report is submitted due to the malfunction of main lamp failure.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that a non-olympus main lamp failed, causing the spare lamp to turn on. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the spare lamp tuned on because of the faulty main lamp which was a non-olympus lamp. Additionally, the investigation was unable to confirm the root cause of the three lamp washers found missing. Olympus will continue to monitor field performance for this device.